Event description:
Procedure type: unk. According to the reporter: the load did not function. It was replaced by another and the procedure finished normally. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).